Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sept2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective power management, pcba to address the reported problem. The unit successfully passed the required performance verification test the power management board was return for analysis. An investigation was performed and the reported issue of ¿ alarm led failed error code (1105)¿ was unable to duplicate. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed an error code alarm led failed error code (1105). There was no patient involvement.